Manufacturer narrative:
Zimvie complaint number: (B)(4). A1: patient identifier: unknown / not provided. A4: patient weight: unknown / not provided. G4: premarket identification PMA/510(k) #: k011028/k013227.

Event description:
It was reported that a fracture of the implant neck occurred 14 months after prosthetic loading and the implant at tooth site 36 was removed inflammation was reported as a consequence.